Event description:
During an initial implant procedure, there was a failure to remove the catheter from the right atrial (ra) lead. The lead was not implanted and another ra lead was used to complete the procedure. The patient is stable with no consequences.

Manufacturer narrative:
The reported events were ¿electrode is stuck in the sheath¿ and separation failure. As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies. The reported event of separation failure was not confirmed. The connector ring, sealing ring, connector ring, and connector boot regions were all measured within specification. The lead was inserted and removed from a catheter without any difficulties.